Event description:
Orthopediatrics found statement on social media that stated "facebook post stated the brace appeared promising, but it repeatedly slipped down the patient's leg, causing bone displacement and severe pain. As a result, the patient required anesthesia and was placed in a spica cast about a week and a half later, which significantly improved the situation. "